Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that capture could not be confirmed on the right ventricular (rv) lead and that the rv threshold was rising. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.